Event description:
The customer reported that the insulin pump alarmed during the rewind process. The blood glucose reading was 246mg/dl. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched display window.